Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged yeast infection/irritation is related to the activ.a.c." Therapy system. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians, and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory, and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.¿ therapy should be discontinued. Precautions the v.a.c.¿ therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. Dressing changes: wounds being treated with the v.a.c.¿ therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.¿ dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition, and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 18-nov-2020, the following information was reported to kci by the home health nurse: the patient's wound is being dressed with an alternate dressing every other day allegedly due to skin irritation from the activ.a.c." Therapy system. V.a.c.¿ therapy was placed on hold. On 23-nov-2020, the following information was reported to kci by the home health nurse: on (B)(6) 2020, the activ.a.c." Therapy system was placed on hold allegedly due to a yeast infection/irritation around the wound site. The patient was placed on an alternate dressing and prescribed an antifungal medication. Per kci records, the activ.a.c." Therapy system was discontinued on (B)(6) 2020. On 06-oct-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 10-dec-2020, the device was tested per quality control procedure by kc quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.